Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report compete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 1200 mg/dl. It was reported that when the nurse attempted to prime the insulin pump, it alarmed no delivery. Troubleshooting was performed with the nurse, and the insulin pump passed the prime and high pressure tests. It was also found that the insulin pump was programmed correctly. Nothing further was reported.